Event description:
The customer contacted beckman coulter, inc. (Bec) to report erroneous results for troponin I (accutni) and creatine kinase (ck-mb) for one (1) patient sample assayed with access accutni reagent and access ck-mb reagent on an access 2 immunoassay system. The erroneous accutni and ck-mb results were reported outside of the laboratory. Based on the erroneous results, the patient was treated with beta blockers and nitroglycerin. The customer reported that there were a total of thirty-nine (39) patient samples assayed for accutni and ck-mb at the time of the event (refer to MDR 2122870-2012-00420). One of the thirty-nine (39) patients is the patient being referred to in this MDR. The customer was not able to identify which one of the thirty-nine (39) patients had been treated with beta blockers and nitroglycerin. As a result, the accutni and ck-mb results for all thirty-nine (39) patients are being included in this MDR. Another MDR has also been filed (MDR 2122870-2012-00421) which refers to a second patient which had also received beta blockers and nitroglycerin. Thus, a total of two (2) patients were treated based on erroneous results -- this MDR and MDR 2122870-2012-00421 have been filed to capture these two events. The customer reassayed the patient samples for accutni and ck-mb on their other access 2 immunoassay system. Lower results were obtained for the patient samples for both accutni and ck-mb. The customer reported that the last system check performed yielded passing results. The customer reported that quality control results were recovering outside of the laboratory's established ranges at the time of the event.

Manufacturer narrative:
A field service engineer (fse) was dispatched to the customer's site. The fse replaced all rollers due to wear. The fse replaced the pipettor, the peri-pump tubing, and the aspirate probes. The fse replaced the wash and precision valves due to air being observed entering the buffer tubings. The fse verified all repairs per established procedures. This MDR is related to MDR 2122870-2012-00420 and MDR 2122870-2012-00421.